Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced high blood glucose. The representative reported that the customer found that the cannula was out of the skin. The customer's blood glucose was around 400 mg/dl at the time of incident. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.